Event description:
Through the periodic programming history review, it was found that the high lead impedance was observed on system diagnostics performed twice on (B)(6) 2012 and twice on (B)(6) 2012. The high impedance appears to have been resolved on diagnostics performed on (B)(6) 2012 which show the device is within normal limits.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.